Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported " while doctor was advancing the intra-aortic balloon (iab) over the guidewire it became wedged and would not advance further, the doctor could not remove the guidewire either. The doctor had to remove and replace the entire balloon set." There was no patient death, serious injury or complications reported. Patient current condition reported as stable.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab tight over guidewire is confirmed. Upon visual inspection, numerous kinks were noted to the central lumen. Upon inserting a guidewire, resistance was experienced at the locations of the kinks. The root cause of the kinks is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported " while doctor was advancing the intra-aortic balloon (iab) over the guidewire it became wedged and would not advance further, the doctor could not remove the guidewire either. The doctor had to remove and replace the entire balloon set." There was no patient death, serious injury or complications reported. Patient current condition reported as stable.